Event description:
The customer reported issue experienced when scope was connected to scope tower. It was not recognized by the system. This occurred during an unspecified procedure involving an olympus bronchovideoscope. There was no patient injury reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.